Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete product and event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-02031. It was reported that the patient's leads migrated. Surgical intervention was undertaken wherein the patient's leads were explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The report event cannot be confirmed or not confirmed for leads migration through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead (b) passed the functional test. The cause of the reported event remains unknown.

Event description:
Additional device information was received.